Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
A customer reported when she attempted to use her freestyle freedom lite blood glucose meter, her test did not start after a sample was applied to the test strip. The customer additionally reported she experienced symptoms of blurred vision and dizziness due to being unable to test. The customer was reportedly seen by a doctor who diagnosed her with hyperglycemia and treated her with an intravenous solution medication and insulin. There was no report of death or permanent impairment associated with this event.